Event description:
The dealer spoke with (B)(4) in tech services. The dealer stated that the bed will lower to about 30 or 40 degree then drop. The dealer stated, it was not a drift down but a fast drop. Tech advised it could be a motor issue or a bend in the head spring. No injury or property damage was reported.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.